Event description:
The customer reported via phone call that they had repeated battery out limit alarms. Customer also reported experiencing high blood glucose. Customer's blood glucose rose to 520 mg/dl. The customer's blood glucose was treated with the insulin pump. It was also found the insulin pump went blank without any alarms occurring prior. The customer was advised a replacement battery will be sent. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.